Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on (B) (6) 2009 for a stage two prolapse. The balloon was removed on (B) (6) 2009. Post-operatively, the pt was re-admitted to the hospital on (B) (6) 2009 with fresh vaginal bleeding. Oral antibiotics were prescribed. The pt was discharged on (B) (6) 2009. The outcome is reported as resolved.

Manufacturer narrative:
(B) (4)- bleeding - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.